Event description:
Arjo was notified of an event involving a carevo shower trolley. It was indicated that the side support had opened, causing the patient to fall from the device. The patient was taken to the emergency room for an x-ray, which, according to the information received, showed nothing. No more information regarding the patient's outcome was disclosed by the facility.

Manufacturer narrative:
The device was inspected by an arjo technician. Evaluation of the device revealed that the side support handles worked and locked correctly despite the missing spring brackets. The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
Arjo was notified of an event involving a carevo shower trolley. It was indicated that the side support opened itself (nobody was touching it), causing the patient to fall from the device. The patient was taken to the emergency room for an x-ray, which, according to the information received, showed nothing. No more information regarding the patient's outcome was disclosed by the facility. The carevo is equipped with two side supports to secure the patient. Each side support in the carevo has two handles. By using them at the same time, the side support can be folded or unfolded. The device inspection conducted by an arjo technician revealed and confirmed that the carevo side supports can be locked and unlocked correctly despite the missing spring brackets (metal clips that protect the locking handles from rubbing off). These parts do not affect the locking of the side rails which was confirmed during the device inspection as there was not possible to recreate the event. The instruction for use (IFU) (04.ba.08_15) provides information that when side supports are raised to a desired position they should lock and click into place. A caregiver should ensure that the side supports are in locked position e.g.: ¿lift the operating handles and raise/lower the side support to the selected position until it locks and clicks into place¿ ¿warning: to avoid the patient from falling out of the device make sure that all side supports are in a locked position.¿ based on the information gathered, the root cause of the unintentional opening of carevo's side support could not be determined. No defects were found that could have contributed to the event. According to the information received, it can be hypothesized that the unintentional opening may have been the result of the side support not locked and not checked to be in locked position. In summary, according to the customer's allegation, the side support opened during use which led to the patient¿s fall, so the device did not perform as intended. The technical evaluation did not reveal any malfunction which could contribute to the event. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the competent authorities due to an indication of the patient's fall.